Event description:
It was reported that patient faced infusion set tubing was leakage event on (B)(6) 2026 and the leakage was at site and the set had been in use for one day and the patient blood glucose level was high and was treated with insulin pen.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).